Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that foreign material was found in the channel of the ultrasound gastrovideoscope. There was no patient involvement.

Event description:
During the device evaluation of the ultrasound gastrovideoscope the forceps elevator adhesive missing on the forceps cover, and foreign material was found in the channels.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, and added codes h6 component, problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown as no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.